Event description:
Procedure type: lap gastric/roux-en-y. According to the reporter: fixation cannula tip broke off while introducing into the 5mm trocar. It could not be reported if the tip was retrieved. Completion of case could not be reported. There was no report of patient injury, unanticipated blood/tissue loss, or extended operative time. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).